Manufacturer narrative:
Product not returned to MFR. Review of files show no other complaints of this nature.

Event description:
While using two different feeding tubes, holes were found in tubes. Holes in different places on each tube.